Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007, and was emergent due to an acute myocardial infarction (mi). The physician placed a taxus express2 2.5x14 mm drug eluting stent to the 85% stenosed lesion located in the moderately calcified, moderately tortuous, mid circumflex (cx) artery. The stent placement was well positioned and well apposed. No patient complications were reported. Plavix was prescribed post procedure. Three days post procedure the patient presented with thrombosis at the proximal edge of the previously placed stent. This was diagnosed angiographically. Dilatation was performed and then another stent, unk type and size, was placed. The patient's status post procedure is noted as stable. Additional information regarding this event has been requested.